Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But olympus (B)(4) representative visited the facility to evaluate the subject device. In the evaluation, in the subject device no irregularity was detected. Since the subject device passed re-microbiological testing, the facility is continuously using the subject device. In addition, the user facility was using non-olympus brush (endo-flex 41401-g) for the instrument channel. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the distal end around the forceps elevator of the subject device tested positive for e.coli and klebsiella. The amount of the microbe was not informed. The facility reportedly conducted the microbiological test since adenosine triphosphate (atp) test showed the subject device was dirty before the microbiological testing. The customer reported that the subject device was reprocessed according to the instruction manual. The subject device had been reprocessed using an olympus automated endoscope reprocessr model oer-aw (not available in the USA) with a detergent (3m low foam ultra rapid multi enzyme cleaner; 3m product: that is not recommended by olympus) and a disinfectant (cidex opa ; johnson & johnson product). The customer reported that the forceps elevator of the subject device was brushed with olympus single use soft brush model maj-1888. The subject device was manufactured after an elevator mechanism design change in (B)(6) 2016. There was no report of infection associated with this report.